Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated five times at 6, 8, 10 and 12atm accordingly. However, at fifth inflation, it was noted that the balloon ruptured at the mid part for 20 seconds. The device was removed using usual method without problem and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.